Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the mega suturecut needle driver instrument had a cable that snapped. The surgeon and registered nurse first assistant (rfna) observed the incident on monitors and paused to do a visual sweep of the abdominal cavity prior to and following removal of instrument from port. It is unknown how the procedure was completed. There was no reported injury. On 12/03/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: at the close of the robotic case, the mega suture cut needle driver 8mm internal cable snapped. The surgeon and registered nurse first assistant (rfna) observed the incident on monitors and paused to do a visual sweep of the abdominal cavity. Prior to and following removal of instrument from port. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.